Manufacturer narrative:
H6: removed investigation conclusion code d15 and added code d1001. Code d12 remains unchanged.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® dryseal flex introducer sheath (dsf) and gore® excluder® conformable aaa endoprosthesis. During the treatment, the dsf was used from right access. After all stent grafts were implanted, a proximal type I endoleak was observed. Additionally ballooning was performed and the proximal type I endoleak was reduced. The physician decided to monitor it. An angiography revealed a localized dissection at the right common iliac artery. For treatment of the dissection, a 10 mm bare metal stent was additionally implanted. The patient tolerated the procedure. The physician stated that the dissection was to be expected because of the overall poor vascularity and narrow access diameter. Reportedly, the dissection was likely to have occurred during sheath insertion.

Manufacturer narrative:
Emdr section h6, codes b, c, d updated to reflect results of investigation.